Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a fingerstick blood glucose of 324 mg/dl and cgm showing elevated values trending down after a meal announcement insulin dose; supplies were recently changed and the user reported no leaks or kinks, and the user had started prednisone per prescription following a recent non¿blood-glucose-related hospitalization. Symptoms included elevated blood glucose without ketones. Outcomes included continued monitoring at home with declining glucose and no further follow-up requested. Investigation included troubleshooting and user education regarding insulin action time, ketone testing, supply assessment, and the potential hyperglycemic effect of prednisone. Investigation of this case revealed no device malfunction reported and that concomitant prednisone use was a plausible contributor to hyperglycemia, with ilet delivering a meal dose and subsequent glucose decline, consistent with expected device function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.